Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The lead was probably cut during the surgery. The returned lead fragment was analyzed. The analysis showed that the insulation of the yoke of the connector was found damaged. The damage probably resulted due to tensile stress when removing the connector from the device's header. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead was capped and replaced due to a fracture. No adverse patient events reported. Should additional information be received, this file will be updated.